Event description:
This medwatch report was initiated upon the receipt and review of the device evaluation and investigation report, at which time it was determined that the reported malfunction is a reportable event. The complainant has reported that a pt (age and gender unknown) underwent a therapeutic stone retrieval procedure.initial info indicated that the gemini basket was difficult to remove; it was noted to be 'stuck' in/to the ureter. The basket was removed and a ureteral stent was placed. A lithotripsy procedure was scheduled for the following day. The complaint was evaluated and assigned a not reportable status. When it is determined that a stone cannot be removed via basket, the basket is removed and another modality is implemented to complete the procedure. In this instance the lithotripsy procedure was planned.